Manufacturer narrative:
Continued h.6. Health effect- impact code: f2203. Device evaluation: no additional observations are performed as the event is a no complaint against the device. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported a unknown side exchange with no complaint against the device. Healthcare professional later reported left side "deflated". The device has been explanted.